Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number (B)(4), a lot number huyi0949 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and remove the perfix plug. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. The description does not clearly define if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 3 months post implant of perfix plug, patient was diagnosed with nerve damage, scar tissue, adhesions and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions as a possible complication. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number (B)(4), lot number huyi0949 was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an additional surgery to repair the hernia defect and remove the perfix plug. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with right indirect inguinal hernia thereby underwent open repair with the implant of perfix plug. Per operative notes, ¿a large indirect hernia was identified and reduced to the abdominal cavity. An extra-large perfix plug was placed in the indirect defect with an underlay piece of mesh in the floor of the inguinal canal and sutured.¿ (B)(6) 2015 to (B)(6) 2015 - patient frequently visited hospital for evaluation of wound, right groin pain and underwent a right ilioinguinal nerve block procedure. (B)(6) 2015 - patient was diagnosed with right inguinodynia and urinary retention thereby underwent right ilioinguinal neurolysis and ilioinguinal neurectomy. Per operative notes, ¿moderate scar tissue was encountered. The ilioinguinal nerve was noted to be densely adherent to the mesh. The nerve was freed up by sharp dissection.¿ (B)(6) 2015 to (B)(6) 2016 - during post operative visits patient was noted with persistent pain below the inguinal incision. (B)(6) 2016 - patient was diagnosed with chronic right groin pain, dense scarring at right groin and ilioinguinal nerve entrapment thereby underwent laparoscopic repair with removal of perfix plug. Per operative notes, ¿the previously placed plug was noted to be protruding into the peritoneal cavity and was densely to the vas which were separated. A synthetic mesh was inserted into the preperitoneal space. The previous overlay mesh was then completely removed and plug was then dissected free.¿ attorney alleges that the patient had adhesions, hernia recurrence, pain, nerve damage, nerve entrapment/ neuropathy, painful erections and emotional injuries.